Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the connection pins on the controller were twisted. The device was exchanged. There was no injury to patient as a result of the product problem. No additional information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported event of a broken pin in power port one (1) was confirmed on the returned controller, con191723. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; failed visual inspection due to a bent pin in power port one (1). The most likely root cause of the reported event can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate bent pins in controllers.